Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced back spasms following the trial procedure. The patient was hospitalized and the device was later removed. The patient plans to move to a nursing home for rehabilitation.